Event description:
It was reported that during a laparoscopic hernia repair procedure, the initial clip would come out and would not form properly. Subsequent clips would drop/eject from the instrument without forming. It is unknown if they fell into the patient. It is unknown how the procedure was completed. No patient impact was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.